Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing cylinders and pump were removed and replaced. Upon explant, cracks were identified in the cylinder connection tube. The cause for the tube crack was not detailed by the facility. Following the intervention the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the allegations of a crack in the cylinder tubing were not confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the device did not reveal any anomalies. The cylinders passed all functional tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing cylinders and pump were removed and replaced. Upon explant, cracks were identified in the cylinder connection tube. The cause for the tube crack was not detailed by the facility. Following the intervention the patient was stable and improved.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing cylinders and pump were removed and replaced. Upon explant, cracks were identified in the cylinder connection tube. The cause for the tube crack was not detailed by the facility. Following the intervention the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the allegations of a crack in the cylinder tubing were not confirmed through product analysis as the tubing was not returned. However, the allegation of mechanical issues was confirmed through product analysis as the pump did not pass the valve deactive state functional test. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the device did not reveal any anomalies. The cylinders passed all functional tests performed. Visual and microscopical inspection of the pump revealed the tubing had been cut down to the pump block and was not returned. Upon functional testing of the component, the pump did not pass the valve deactive state test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.